Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the display overlay is cracked. Analysis also found the stylus would not calibrate. Upper case is broken by handle area, corrosion found in analyzer bay, lower hinge plate is damaged, tabs on power cord bay are broken, and printer is intermittently noisy. Concomitant medical products: 229047 analyzer. (B)(4).

Event description:
It was reported the screen and a lid need repair. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications were reported as a result of this event.